Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon investigation, there was an open along the green (3.3v) and blue (can h) wires inside the trunk cable. The cause of the test failure is the open wires. The root cause for the open wires was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned belt (B)(4) and reported that the belt was unable to communicate with a monitor.